Manufacturer narrative:
The complete lead was returned. Dried blood and body fluid was noted in the lead lumen. The conductor coils were deformed at 135, 340 and 652 millimeters (mm) from the terminal pin. Cuts in the polyurethane insulation were noted at 172 and 175 mm from the terminal pin. Melted insulation, due to electrocautery, was seen at 103, 105, 110, 117 and 120 mm from the terminal pin. The reported insulation damage was confirmed through testing. The clinical observation of dislodgement was not able to be confirmed through testings.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was scheduled to undergo an lv lead addition. It was thought that the patient did not have an lv lead. When the physician opened the pocket, it was discovered that an lv lead existed but it was not capturing in any vector. Fluoroscopy showed that a majority of the lead was in the pocket. Upon removal of the lead, insulation damage was noted. Due to patient anatomy, a new lv lead was not placed. No additional adverse patient effects were reported.